Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Strip expiration date is 04/30/2018 and strip open date is (B)(6) 2015. Strip storage is not correct. Back to back blood test performed and result is 143 mg/dl and 154 mg/dl - nonfasting. Reviewed meter memory: the 93mg/dl (B)(6) 2015 09:52:00 am fasting:yes, the 74mg/dl (B)(6) 2015 09:47:00 am fasting:yes, the 73mg/dl (B)(6) 2015 09:52:00 am fasting:yes, the 73mg/dl (B)(6) 2015 09:47:00 am fasting:yes. Customers concern:all results. Customer states that her expected blood sugar result is 110 and today when she did a fasting blood test the result was 93 mg/dl. Customer states that her fasting blood result was never 93 mg/dl. Customer is a diabetic patient who is taking metformin 2000 mg/day. Customer is not taking insulin.